Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their recharger was not charging their ins. The coupling would go from 8 boxes to zero boxes during recharge. The patient was recently implanted and had not been given authorization from their physician to charge. It was noted the patient was connected to the recharger and reported their ins was at (B)(4) and had all 8 coupling boxes at the time of this report. It was noted the patient had an appointment the week after this report with their physician. No medical symptoms were reported. No further complications were reported.